Event description:
Pt admitted (observation) to retrieve catheter in right atrium & right renal vein. Retrieved by radiologist. Pt is from neighboring state - records do not reveal the type of catheter other than "port a cath" type. A bard port was placed in the pt. The catheter removed has no identifying marks therefore there is no knowledge about the MFR. All old records researched. There is no record of this device until the removal on 2/10/99.